Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump doubled the concentration of heparin the was programmed into the customers master drug library (mdl). The infusion was set to deliver at a concentration of 25,00/250 ml, however the device infused at a concentration of 25,00/500 ml. The customer stated that the pumps wireless networking capability was not working which caused an older version of the customer's mdl to be loaded onto the pump with the incorrect concentration; and the nurse did not notice that the concentration was incorrect when programming the infusion. T he pts hepxa was elevated however the pts blood work was observed to be normal. The staff observed bleeding times and allowed for values to reduce over time. It was reported to baxter that there was no pt injury.